Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a left ventricular assist device (lvad) experienced difficulty taking readings and electromagnetic interference (emi).